Manufacturer narrative:
Upon receipt, the programmer was visually inspected and observed the touchscreen was chipped and scratched and there was a gap on the foot pad. Testing was done and the error code was confirmed in the memory log files during the return analysis. A risk review was completed and confirmed that the event of unresponsive during threshold test was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this programmer displaying error code and screen froze during threshold test. Ts advised that the only way to get unstuck is to reboot the programmer. Subsequently, this programmer was out of service. No patient involved.